Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article entitled, ¿considerations regarding polyethylene wear in total hip arthroplasty¿ by h. Fahandezh-saddi díaz, published by orthopaedic traumatology (2003), vol. 47, pp. 175-181, was reviewed. The purpose of this article is to report the results of revision surgery due to excessive polyethylene liner wear. Implanted depuy products: aml cup, polyethylene liner, femoral head, and aml femoral stem. This complaint captures the 6 patients with depuy components that were revised due to excessive polyethylene wear labeled case 1 through case 6 linked to (B)(4). (B)(6) y/o male implanted with a 50-mm aml cup, 28-mm head, size 12 aml stem, and polyethylene liner. Liner revised due to pain secondary to excessive polyethylene wear. There were no reported product problems with the cup, head, and stem.